Event description:
Additional information indicated there was no issue with error code 509. Instead the patient's therapy was not as effective as before and the patient had lost stimulation. The device was checked and impedances and other parameters were measured. The results indicated the device worked "ok" and that it just needed to be reprogrammed to optimize therapy. The device was reprogrammed and the patient is "ok."

Event description:
It was reported that an error code of 509 was seen on the patient's implantable neurostimulator (ins). Further information was requested but was not available at the time of this report. A follow-up report will be sent upon receipt of any information received.